Manufacturer narrative:
(B)(4).

Event description:
It was reported that two months post implant, lead was found to be dislodged. The physician explanted the lead, and considered re-implant later due to condition of the patient not being good, however the patient refused replacement.